Event description:
Per the edwards lifesciences clinical specialist report, during a transfemoral tavr procedure the 23mm sapien valve post deployment position was too aortic (95/5) with central aortic insufficiency (cai). A 2nd 23mm sapien valve was implanted. Case summary: the 23 mm sapien valve was prepped per IFU, and positioned 60:40. The valve was deployed 95/5 aortic with 2+ cai. The valve might have moved during deployment; as reported, there was a delay (approximately 1 minute) between the last angio shot confirming placement and deployment of the valve. A 2nd 23 mm sapien valve was prepped and positioned 60/40 in relation to the native annulus (not to the pre-existing sapien). Post deployment the 2nd valve was 60:40 with trace-mild cai. The patient was in stable condition. Per report: the patient's aortic annulus area measured 345mm2 by 2-d CT. The calcification degree was considered to be severe for the aortic valve leaflets, mild for the aortic root and moderate for the mitral valve annulus. There was no ventricular septal hypertrophy noted and left ventricular ejection fraction was 65%. The coaxial alignment of the delivery system and valve was considered to be good but the image intensifier angle was only fair; the 3 cusps were not aligned, as recommended. There were no issues with the pacing capture and the patient's ventilation was held during deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, per report the event was not caused by a malfunction of the sapien valve. Per the device instructions for use (IFU), device malposition requiring intervention and transvalvular leak are potential adverse events associated with the tavr procedure. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, the cause for the reported sapien valve post deployment sub-optimal positioning and subsequent cai appears to be procedural, in nature. A delay occurred between the last angio shot confirming placement and actual deployment of the valve, and the ii angle did not facilitate visualization of the 3 cups, which is necessary for proper deployment. The event was not related to a malfunction of the device. It is also possible that patient factors (i.e. Normal lv ef, moderate mitral annular calcification) may have contributed to the aortic movement of the valve during deployment, which may have affected the final position of the valve. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Two sapien valve model and serial numbers were reported, however at this time it is unknown which serial number pertained to the first implant. Serial # (B)(4)/lot# 59385180/mfg 10/31/2012/exp 10/3/2014 & serial # (B)(4)/lot# 59385189/mfg 10/31/2012/exp 10/3/2014.